Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported against left side rupture confirmed via ultrasound, "capsular contracture" baker grade unknown, "inframammary fold on the left side", and "three small lumps in the scar of previous surgery" (non device related). Device remains implanted.